Manufacturer narrative:
Citation: o¿sullivan cj. Effect of resting heart rate on two-year clinical outcomes of high-risk patients with severe symptomatic aortic stenosis undergoing transcatheter aortic valve implantation. Eurointervention. 2016 jul 20;12(4):490-8. Doi: 10.4244/eijv12i4a83 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the effect of resting heart rate on two-year clinical outcomes of high-risk patients with severe symptomatic aortic stenosis undergoing transcatheter aortic valve implantation. All data were collected from a single center between august 2007 and december 2012. The study population included 349 patients (predominantly female; mean age approximately 82 years), 172 of which were implanted with medtronic corevalve® (serial numbers not provided). Among all patients 55 deaths occurred within 2 years of implant due to cardiovascular complications. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: persistent aortic regurgitation, elevated aortic valve gradients, and valve-in-valve implantation. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.